Event description:
A recent download from a female pt revealed several "battery pack fault" and "battery charger fault" flags. Lifecor customer support contacted the pt to replace both battery packs and the battery charger.

Manufacturer narrative:
Device manufacture dates: battery pack - 10/2007. Battery pack - 10/2007. Device eval summary: device evals of battery charger, both battery packs have been completed. The problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. Both battery packs passed all functional tests. No adverse event resulted from the damaged charger. The pt received replacement battery packs and charger.